Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip while locked. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to 1. On (B)(6) 2022, the patient returned symptomatic, the symptoms were not provided. Echocardiogram was performed. Mr increased to 4 partly due to progression of disease and because the clip had partially opened (less than 20 degrees). The clip remained secure on both leaflets. A second procedure was performed on (B)(6) 2022, one clip was implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The recurrent mitral regurgitation mr was due to patient and procedural condition. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic video and one (1) still image (taken from the video) were provided in which the reported clip can be visualized. The clip arm plane is angulated relative to the fluoro view making it difficult to assess the clip arm angle. Based on a visual assessment with the naked eye, the clip arms appear to be opened to ~20° - 30°. While the clip arm angle cannot be definitively confirmed, it is apparent that the clip arms are opened beyond the fully closed position (~10°) per the instructions for use in the provided video. Since no pre-deployment cine of the clip was provided, it cannot be confirmed when, and by how much, the clip opened during and/or post deployment.¿ there is no indication of a product issue with respect to manufacture, design or labeling.